Event description:
It was reported that the patient passed away due to bowel ischemia and postoperative cardiogenic shock. The patient was transitioned to hospice care and passed away on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation.the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate 3 lvas instructions for use (IFU) rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.